Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2015. The patient stated that they manage their diabetes with oral medication, diet and exercise and denied making any changes to their usual diabetes management routine in response to the alleged issue. The patient reported developing ¿headaches¿ during the same week after the alleged meter issue began. The patient denied receiving any treatment in response to the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did they receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.